Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos. Initial procedure date. Procedure name. Incision size of product application? How was the product applied and how many layers applied? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What was done to address the reaction ? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Please indicate any additional medical or surgical intervention performed or planned? Was the site cultured? If so, what bacteria were identified? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask: was the patient exposed to similar products, such as artificial nails. Was demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a robotic myomectomy procedure on an unknown date and topical skin adhesive was used. The patient had a midline incision. It was reported that the patient developed an allergic reaction with blisters, redness and rash. The reaction spread to the thighs. The patient was treated with benedryl and a steroid to get rid of the reaction. Additional information has been requested.